Manufacturer narrative:
(B)(4). Device was not returned to the customer quality unit (cqu) for evaluation. Neither device sample nor the tracking number was provided since the alert date of (B)(6) 2017. Should more information and/or the device sample become available later, this complaint file will be reopened and device will then receive a full evaluation. The exact lot number combination is unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. No emerging trends were found requiring further actions. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. As no systemic trends have been identified requiring immediate actions, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drivers have rounded off with use.